Manufacturer narrative:
The supplement MDR (follow up 01) with manufacturing report number 3003442380-2025-14500 was submitted on 25-apr-2026 for 2378562 to retract the initial MDR due to incorrect manufacturing site selection. In the (follow up 01) submission, manufacturing report number (8021545 2025 00002) was referenced as the correct report to be considered. However, a new emdr will be submitting with the correct manufacturing report number (MFR) 8021545-2026-02982, which reflects the appropriate denmark manufacturing site. Correct report to be considered: MDR 8021545-2026-02982 / initial 1 of 1. E1: patient city: (B)(6). Patient country: canada. (B)(6). Country: united states of america. (B)(6). Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6008315 was provided. Complaint was classified under malfunction code: component defect- difficult or unable to connect/ disconnect / re-connect site connector to cannula housing. A query was run in the electronic quality management system (eqms) on 22-apr-2026 against "lot number" "6008315" and similar malfunction codes: soft cannula bent/kinked/crimped after removal - reduced flow, difficult or unable to connect/re-connect tubing connector to infusion set (cannula part/base piece), difficult or unable to disconnect tubing connector from infusion set. (Cannula part/base piece). No records were identified for this lot and similar related issues. A non-conformance (nc)/ corrective and preventive action (CAPA) query search was run in the eqms system performed on 22-apr-2026 against "lot/batch number" "6008315". No records were found. Batch record review: sub assembly batch record with lot 4g03575 for the main batch record with lot 6008315 was reviewed. Review of the sub-assembly documentation showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion of complaint investigation: lot number 6008315 was provided, however, as the complaint is categorized as reportable and no issues were found during electronic quality management system (eqms) search and batch record review: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the cannula separated from the infusion set along with the tubing on (B)(6) 2025 due to cannula or needle break.